Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused 2 bacterial lung infections in the spring of 2019 and spring of 2020. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused 2 bacterial lung infections in the spring of 2019 and spring of 2020. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. Tiny black hairs or fibers in the bottom of the enclosure and in the ridges of the enclosure where the front panel sits. Potential mineral deposits on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black, brown and white specs of contamination on the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.